Manufacturer narrative:
In the initial emdr, the model and catalog number was incorrectly reported as zxr00. The correct information should be ''unknown,'' as the product information was not provided. No additional information was provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 2016 and 2017. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Unknown, as the serial number was not provided. Catalog number: a partial catalog number is known, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted into the patient's operative eye almost one year ago. Post-operatively, the patient complained of what may have been starbursts and halos. The patient also reported that multiple prescriptions with 3 kinds of eye drops, an eye gel, and eye lid wash were prescribed. The patient was advised that they can wear over the counter (otc) reading glasses and a prescription lens for distance and night driving. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in one of the two eyes. A separate report will be filed for the other eye.